Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, after suctioning the patient, the peak inspiratory pressure (pip) value was found to be low and the tidal volume displayed was high. The test lung did not expand. The unit was powered on and off and the unit was checked for a leak. After performing a circuit check, the issue was resolved. However, the patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.